Event description:
The customer reported that during a gastrectomy procedure, after the surgeon sealed the area around the liver, the jaws of the device would not reopen while applied to tissue. To release the device from the tissue, the surgeon resected the tissue directly adjacent to the jaws of the device. There was no pt injury, and another device was opened and used to complete the case.

Manufacturer narrative:
(B)(4).. To date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a follow-up report will be submitted.